Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set. No occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had filled the reservoir but it will not push insulin into the line. Customer placed the tubing in the pump but she received a no delivery alarm. Customer removed the reservoir and filled another item. Customer's blood glucose was 86 mg/dl at the time of the incident. Customer reported that the alarm was resolved by a reservoir change. Customer stated that she tried a new reservoir last night and that worked. Product is being returned based on the customer's request.